Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that audio bolus button was found to be missing from the pump. Moisture contamination was observed on and around the bolus button contact. A battery compartment crack was observed below the bumper pad. The pump case was removed and no evidence of moisture or contamination was found inside the pump. The returned battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2015.